Manufacturer narrative:
Collection of the information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Initially it was reported by the customer that the during a patient transfer the sling strap slipped out from the clip while being used. The customer observed that the end stitch was thinner compared to the other. During the investigation process, it was found that the initial information regarding the clip was erroremous and that the problem was related to the sling buckle. The active sling should be used for patients who can bear part of the weight on at least one leg and have a stable trunk. The instructions for use for active slings states that the caregiver should check each sling before use. The information in the instruction for use indicates that: ¿if any part is missing or damaged do not use the sling. Check for: fraying, loose stitching, tears, fabric holes, soiled fabric, damaged buckles, unreadable or damaged label.¿ the reported problem does not affect patient safety and may only cause inconvenience to the user. There have been no reportable events in the past related to a similar complaint description as the malfunction could be detected prior to use. The buckles are for use in the waist belt, which is not responsible for supporting the patient's weight. Based on the information that no fall or injury has occurred and that no similar event has been found in the past, this complaint was considered not reportable.

Manufacturer narrative:
Collecting of the information is nogoing. Additional information will be provided upon investigation cocnlusion.

Event description:
It was reported that the sling strap slipped out from the clip while being used.